Manufacturer narrative:
(B)(4).

Event description:
The pt's device system was removed in (B)(6) 2010, due to the development of spinal meningitis. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.